Event description:
During a pci treatment procedure, the maverick2 monorail 15/3.0 mm would not delfate after the second inflation to 6 atms. The pt was asymptomatic during this event. The physician used a 7 fr terumo introducer sheath for vascular access, a 7 fr mach1 fl3.5sh guide catheter and a balance .014 guidewire to cross the lesion. With the first inflation, balloon expansion was not seen on the monitor, and the physician felt the contrast medium was too thin. Inflation was attempted to 6 atms before pressure was released. It is unknown whether the maverick2 monorail balloon actually inflated on the first attempt. Contrast medium was added, and the maverick2 monorail balloon was inflated again to 6 atms for 20 seconds. Deflation was attempted several times with the inflation device, and negative pressure was applied with a syringe. Complete deflation was successful, however, the proximal side of the balloon collapsed during deflation attempts. The partially deflated maverick2 monorail balloon was led into the guide catheter and both devices were withdrawn from the pt. After withdrawal, it was noted that contrast medium remained in the balloon. A ryujin 2.75/20 mm balloon was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.